Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Device history lot - mrr-152415/ po# 759616/ 2007 was generated during production for 2007. The product was dispositioned as insert as crumpled. Justification conforms, insert present/ intact and can be read. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product code: 391.201 synthes lot: p318231 supplier lot: p318231 supplier: pioneer surgical technology released to warehouse: june 18, 2007 review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to resolve surgical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on cable tensioner. Through a visual investigation it was found that no damage or defect was noted to the device during supplier investigation. Inspection results for this device are as follows: device was tested and was found to function properly. A functional issue was not replicated during investigation. The complaint was not confirmed. A dimensional inspection and document/specification review was not performed, as the device passed functional testing. The complaint was not confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the cable tensioner did grasp the cable as expected. It was noted there was no surgical delay or medical intervention needed. This report is for a cable tensioner. This is report 1 of 1 for (B)(4).